Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of the right ventricular (rv) lead, it was noted that there was sensing problem with r wave amplitude, low pacing lead impedance, low high voltage lead impedance and no capture on the lead. The physician capped and replaced the rv lead on (B)(6) 2022. During the procedure physician noticed insulation damage on the lead. The patient was in stable condition throughout.